Manufacturer narrative:
This product was recalled 13 years ago by the supplier manufacturer. Please reference the z number for details pertaining that recall.

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2001. Subsequently, patient was revised (B)(6) 2013 due to fracture of the ceramic head. The head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.